Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Further manipulation of the device during advancement, as use of force was reportedly applied, likely contributed to the reported shaft detachment. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified, mid, left anterior descending coronary artery. A 3.0 x 33 mm rx multi-link 8 stent delivery system (sds) was advanced toward the lesion, met resistance with the anatomy and would not cross. Force was applied and the hypotube (proximal shaft) separated. The sds was removed from the patient without any issues noted and a new unspecified sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.